Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a chest x-ray after a merlin.net transmission indicated low, out of range, high voltage lead impedance. X-ray was inconclusive. The lead was capped and replaced.